Event description:
Patient reported ¿rupture¿, "pain", "severe rash" and "sick and getting more sick" because their body rejects the implants". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification b3: partial date provided as january 2017 (per MRI detection of rupture).

Event description:
Patient reported left side rupture, pain, severe rash and "sick and getting more sick because their body rejects the implants". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's family member reports left side rupture, "severe rash", getting sick, and patient's body "rejects" the implant. Later patient reported ¿rupture¿ and "pain". Later patient reported "rupture". This record is for the left side. Device remains implanted.